Manufacturer narrative:
Bayer case number: (B)(4) was found to have migrated/perforated the tube/uterus [uterine perforation] , was found to have migrated/perforated the tube/uterus [fallopian tube perforation] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("was found to have migrated/perforated the tube/uterus") and fallopian tube perforation ("was found to have migrated/perforated the tube/uterus") in a 45-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced uterine perforation (seriousness criterion intervention required) and fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to fallopian tube perforation or uterine perforation. The reporter commented: not taking any other medication. Surgeon was only able to place one coil successfully on initial placement and at time of removal was found to have migrated/perforated the tube/uterus. Did your symptoms result in: medical/surgical intervention required to prevent permanent damage due to the use of a medical device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints is reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 12-feb-2026: patients date of birth & aka name added. Additional reporter added. Essure removal surgery details (name) updated, annex f code updated accordingly. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) was found to have migrated/perforated the tube/uterus [uterine perforation], was found to have migrated/perforated the tube/uterus [fallopian tube perforation] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("was found to have migrated/perforated the tube/uterus") and fallopian tube perforation ("was found to have migrated/perforated the tube/uterus") in a 45-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required) and fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2025. At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to fallopian tube perforation or uterine perforation. The reporter commented: not taking any other medication. Surgeon was only able to place one coil successfully on initial placement and at time of removal was found to have migrated/perforated the tube/uterus. Did your symptoms result in: medical/surgical intervention required to prevent permanent damage due to the use of a medical device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints is reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.